Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Customer declined follow up from tandem technical support. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 400 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.